Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when changing the dressing again, the catheter was found to be bloody and a small hole was discovered in the tube. The patient's PICC line dressing was bloody; it can be seen that the PICC line tube has slipped out over time and moved out of position. It may be due to the tube bending and wearing so that a small hole has formed. No major bleeding occurred as the dressing was repositioned immediately. No other information was provided.